Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Corrected/updated h3 the device evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of device in wrong position was most likely use related since the clinical team confirmed the pump popped out of aorta after provider attempted to push the pump back. The cause of pd-cannula assembly- (twist, bent, kinked) was most likely use related since the kink occurred while pump was attempted to push back advancing and attempted to recross the valve wirelessly.

Manufacturer narrative:
D9: date device returned to manufacturer added.

Event description:
Clinical narrative: a 74-year-old male patient with a pre-support clinical state consistent with scai shock stage a underwent a high-risk percutaneous coronary intervention (hrpci) requiring temporary mechanical circulatory support. The decision was made to implant an impella cp via a right femoral percutaneous arterial approach. On (B)(6) 2026 at 1:02 pm, the first impella cp was implanted and activated. During the procedure, the impella catheter was noted to be positioned underneath a papillary muscle. While attempting to reposition the device, the catheter migrated back into the aorta. The provider then attempted to advance the pump back across the aortic valve into the left ventricle. During this maneuver, resistance was encountered, and the cannula subsequently kinked. Due to the observed cannula kink and inability to restore proper positioning, the impella cp was explanted. A second impella cp was successfully implanted at 1:12 pm via the same right femoral arterial access. The device functioned as intended throughout the remainder of the procedure and was explanted at 1:52 pm without reported complications. The patient survived the procedure, and the intended support was achieved using the second device. No complaint was reported about the second impella cp. The patient survived. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.